Event description:
It was reported that during a bilateral trochanteric fixation nail (tfn) procedure, the surgeon had the nail in place. While completing the final taps to insert the helical blade, the head of the coupling screw broke off. The shaft of the coupling screw was still in the helical blade, encased in the blade guide sleeve. The surgeon used a mallet on the blade guide sleeve to set the blade in the proper position. The surgeon used forceps to turn the remaining shaft of the coupling screw to release it from the helical blade. This incident happened on the first leg of the bilateral tfn case. The surgeon then completed the procedure on both legs with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The helical blade coupling screw was received in two pieces broken where the knob and shaft intersect. The shaft connection is still welded into the knob. The fracture surface is homogenous which indicates material uniformity. There are numerous dents all over the top and edges of the head. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique (B)(4), could result in loading conditions that may lead to breakage." The returned device showed evidence of being used/hammered extensively. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. A review of device history records for manufacturing revealed no complaint related issues. This complaint is deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).